Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with the ilet, including meter readings near 390 mg/dl, after reconnecting to the device following a period off therapy, with no leakage noted and with supplies and infusion set replaced per troubleshooting; prior to this episode the user had a hypoglycemic event that was self-treated with glucose tablets, juice, and food. Symptoms included signs consistent with hyperglycemia. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.